Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency department after receiving a shock. A remote monitoring transmission indicated that the patient had been treated for a ventricular fibrillation (vf) episode but the rhythm was suspected to be atrial fibrillation (af) with rapid ventricular response and the right ventricular (rv) lead was noted to be undersensing during the episode. The shock was suspected to inappropriate. The implantable cardioverter defibrillator (ICD) and rv lead remain in use. No further patient complications have been reported as a result of this event.